Manufacturer narrative:
This report is being submitted for additional information. Please see updates to h10. Upon follow up, it was reported that the user's scope has been repaired multiple times by a third party. The customer stated that the device was reprocessed as per the standard procedures. Other scopes (including duodenoscope) were not faulted, and only this scope showed a bacterial test failure. Therefore, it was suspected that the third-party repair caused the problem with the biopsy channel. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The field service engineer on behalf of the customer reported, the evis duodenovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The intended procedure was completed with a similar device without any delay. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned. Due to the limitation at repair center, culture test could not be conducted. So the reported issue could not be confirmed at repair center. Though the failure could not be confirmed, the occurrence is likely. The device was reprocessed and returned to customer without conducting device evaluation as there was no repair request from the customer and the device parts were discontinued. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received. H3 other text : see h10.

Manufacturer narrative:
Correction to d8, d8 was inadvertently left out of the previous reports. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.